Event description:
It was reported that patient was not being able to adjust stimulation. The patient also stated she was unable to change programs. It was noted that troubleshoots action resolved the reported issue. It was indicated that patient was directed to health care provider regarding program efficacy. Additional information received reported that the patient developed a bladder infection which affected the functioning of the device. It was further reported that it was a blessing and they were now enjoying the calmer bladder. No outcome regarding the bladder infection was reported. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va09e65, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that a virus attacked her whole body and this led to the infection. The patient had pain and it was noted that her urine was cloudy. The patient was put on a medication and at the end of the medication she was clear.